Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used hydro gw stf std an 260-035; returned coiled, loose, and single-bagged within a "zip-lock" style poly biohazard pouch. The returned specimen presents a large radius bend over the distal 6.50cm, consistent with residual tensile strain from pulling while in a constraint condition. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to confirm the complaint or assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
A guidewire zipwire was advanced to the lesion and over it, an innova stent was advanced. Before reaching the site of the injury, the specialist felt resistance when advancing the stent and tried to remove the stent but it got adhered to the guidewire and therefore he had to remove both devices, the guidewire and the stent together. Then, the specialist noted that the stent had partially self-released.